Event description:
It was reported that a user experienced a brief loss of sensor signal with a dexcom g7 continuous glucose monitor (cgm) integrated with the ilet system, during which glucose readings were not visible on the pump; the signal recovered during the call and no further assistance was required. No adverse clinical symptoms reported. Outcomes included no injury, no medical intervention, and no hospitalization. User support included remote troubleshooting readiness and review of user-reported device behavior. Investigation of this case revealed a transient signal communication interruption without persistent malfunction, consistent with known intermittent connectivity disruptions between the cgm and pump that self-resolve. It was concluded, based on previously established findings for similar reports, that the cause was a transient communication issue not attributable to device failure.